Event description:
The user facility requested a repair of the compressed air motor. Reportedly, the compressed air motor went down during a wrist arthroscopy procedure. When the compressed air motor was tested in the sterile field, it was noted that air was not going through the handle. No additional information was provided.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.